Event description:
The facility reports while the two staff members were in the process of lifting the resident, the lift dropped for two (2) feet and she fell back down in her wheelchair. The resident sustained neck stiffness, headaches, and back discomfort. Further investigation will be performed once the lift is received by the MFR in order to determine failure mode. (B) (4).